Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the left ventricular (lv) lead was observed on fluoroscopy with a confirmed dislodgement. The lead remains in use. A lead repositioning was planned. No patient complications have been reported as a result of this event.